Manufacturer narrative:
Additional information: b.5 the event description had the following information added "... Via duplex ultrasound (dus) imaging. No additional intervention has been performed at this time and the health care professional (hcp) has recommended medication." The relevant tests and lab data had the following information added "ultrasound exam on (B)(6) 2018 resulting in 50-99% occlusion." Corrected data: the MDR contact person and email address were updated to (B)(6). G.2 the MDR contact person phone number was updated to (B)(6). H.6 the eval code & desc section was updated to align with FDA guidance effective july 6th, 2018. The method codes "3263 and 3317" were changed to "4115,3331, and 4110". The conclusion code "92" was changed to "4310". H3 analysis: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed this is the only complaint associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed that the event was possibly related to the study device, but not related to the procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the mid and proximal thirds of the superficial femoral artery (sfa). Approximately 8 months after the index procedure, the patient¿s sfa vessel was reportedly reoccluded via duplex ultrasound (dus) imaging. No additional intervention has been performed at this time and the health care professional (hcp) has recommended medication. The investigator assessed that the event was possibly related to the study device, but not related to the procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, device evaluation is unable to be performed. A lot history review revealed this is the only complaint associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed that the event was possibly related to the study device, but not related to the procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the mid and proximal thirds of the superficial femoral artery (sfa). Approximately 8 months after the index procedure, the patient¿s sfa vessel was reportedly reoccluded. No additional intervention has been performed at this time. The investigator assessed that the event was possibly related to the study device, but not related to the procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported.